Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The target lesion was located in the severely tortuous internal iliac artery. An 8mmx20cm interlock was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, the coil protruded from the tip of the microcatheter when it was removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.